Manufacturer narrative:
Medical safety officer reviewed the event and determined that the impella cp related event is a serious injury for the access hematoma requiring blood product. However, there is not enough evidence to exclude the impella 5.5 device as an associated factor to the patient's outcome. The last day of support, the patient was noted to have hemolysis and was transfused with two units of blood product. The patient expired. And the cause of death was noted as unknown, bleeding suspected. The impella cp is one of two devices associated with the patient's implant experience. Refer to medical device report for the impella 5.5 serial number (B)(6) with date of event (B)(6) 2025 and patient identifier ending in (B)(6). The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was in cardiogenic shock from an acute myocardial infarction and was implanted with an impella cp for mechanical circulatory support (mcs) and experienced an access site hematoma requiring intervention. The patient presented to the emergency room with palpitations and anxiety. The patient went into ventricular fibrillation arrest requiring epinephrine and one shock with return of spontaneous circulation achieved after eight minutes. The patient was taken to the catheterization lab and found to have multi-vessel disease. The impella cp was selected and placed without incident. However, approximately 1.5 hours later it was noted that a hematoma had developed at the right groin (impella cp access site) requiring one unit of packed red blood cells with femostop placement. The patient was noted to be in stable condition following the event and the impella cp mcs continued. Approximately three hours later, the impella cp was explanted and an impella 5.5 was placed for continuation in therapy. However, the patient would experience an impella 5.5 related event and expire approximately eight days later.